Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported on intermittent occasions, the customer needed to press the wake button multiple times before the screen turned on. The customer's blood glucose level was 85 mg/dl. Reportedly, the customer continued using the pump for insulin therapy.